Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
It was reported that the patients ipg had reached end of life. It is unknown if the ipg had depleted prematurely. No intervention is planned at this time.